Manufacturer narrative:
The device was reevaluated on 07/25/2014 with the following findings: the device was stimulated lower power charge and triggered both low and replace battery alarms. Both of the alarms were recorded properly in the device's history.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows no evidence of pump reboot events. The battery compartment and cap were undamaged and able to fit securely and maintain an electrical connection. The cap contact measurements were found to be within specification. No power interruption or any unusual beeping occurred during the investigation. No intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the battery indicator for the pump was not properly representing the life left in the battery. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).